Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the sensor reading does not transmit to the bolus wizard. Customer is hospitalized due to chronic obstructive pulmonary disease. Customer has a high blood glucose reading of 273 mg/dl. Customer tried to treat with a bolus. Customer will see his physician the next week. Nothing further reported.